Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's daughter that the customer got hospitalized due to high blood glucose twice with blood glucose of over 700 mg/dl at the time of the incidents. The customer was at 238 mg/dl at the time of the call. The did not mention how the customer was treated. The customer caller did not mention any symptoms. The customer was wearing the insulin pump during the incidents, but the pump was not working. The customer was unable to complete a set change as they did not have supplies due to distributor issues. The customer had minor chronic obstructive pulmonary disease and the doctor at the hospital mistakenly delivered 20 units of insulin manually into the customer. Troubleshooting was not completed as the caller declined. The caller also mentioned the customer getting insulin flow blocked alarms. The insulin pump will not be returned for analysis.